Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had low audio output. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded data log observed firmware errors; however, it is unrelated to the customer complaint. A "try it" manual test was performed and the test passed. A manual drop test for intermittency was performed and the test passed. The device was determined to be operating within the required specifications without malfunction. The receiver case was opened for further evaluation. An internal inspection was performed and the inspection passed. The speaker resistance was measured and the resistance was within specification. The reported event of a low audio output was not confirmed. A root cause could not be determined.